Event description:
It was reported that during cleaning and sterilization, the customer noted frayed wires on the large needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable located at distal clevis hub. There was no damage was found at the clevis. No other cable damage was found. Additional observation not reported by site was main insulation tube damage. The distal end of main tube exhibited various scratch marks with light material removal. The scratches were short in light and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.